Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height (fh) cubie drawer rails were damaged. A field service engineer (fse) confirmed that the fh drawer was not opening smoothly. So, the fse replaced set of rails. Then tested fh drawer fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower there was physical damage to the rails on the full-height cubie drawer (chc2d auxiliary drawer 5). A rail replacement was urgently needed, as this drawer was critical for patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.